Event description:
As the physician tried to detach several coils, the coils would not detach with the detachment handle. The physician tried several times and two new detachment handles. The anatomy was extremely tortuous. Finally each coil would detach. The case was completed successfully and there was no patient injury. The hospital would not provide patient information or lot numbers. This MDR is associated with mdrs 3005168196-2012-00005 through 3005168196-2012-00013.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Discarded by hospital.